Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing and a voltage test was performed and the tests failed. The transmitter did not have any voltage. The transmitter was observed to be defective, however, the reported event of an intermittent out of range signal could not be confirmed with transmitter testing. A root cause could not be determined. Additionally, the receiver (part number stk-gl-iuo/serial number (B)(4)/lot number 140514404) was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. A pairing test was performed and the test passed. A review of the downloaded data log did not find any errors related to the customer complaint. The reported event of an intermittent out of range signal was not confirmed with the returned receiver. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Study coordinator contacted dexcom on (B)(6) 2016 to report an intermittent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.